Event description:
The customer reported being hospitalized due to unexplained low blood glucose of 20mg/dl. The caller stated that he was in a vehicle accident and he was the driver. The customer mentioned that his car was in a ditch, and he woke up in someone else's driveway. The caller stated that he experienced having low glucose, but he did not eat right away. Troubleshooting was performed. Reviewed the rewinding and priming technique, and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was exposed to an MRI while being at the hospital. Advised the customer that the insulin pump will be replaced and revert to back up plan. The caller also stated having several low glucose episodes, and he had to call the paramedics. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.